Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw air bubbles in the tubing near the luer lock. The customer's blood glucose level was in the target range. The customer changed the pump supplies and the air bubbles were resolved.